Event description:
Additional information was received which indicated this patient's device was changed out. This lv lead remains in service. The source of the observations has not been identified, but with the new device, all impedance values are within range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high out of range pace impedances. Loss of capture was also observed, however, there was no asystole greater than 2 seconds. At this time, the lead remains in service. No adverse patient effects were reported.